Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could have contributed to the reported failure. All processes were executed according to standard operating methods. The sample was not received in the original teleflex lma packaging. The device was observed to have been used, had a clear connector and a visible blue stain at the cuff tip. The check valve was tested and it was functioning as intended. This means there was no blockage and the check valve was operating smoothly. The sample was immersed into water and air bubbles were observed to be coming from the device. A cut/puncture mark was detected on the surface of the cuff during a closer observation. This cut is the location of the bubbles that were escaping from the cuff. Other remarks: the reported complaint was confirmed through visual and functional inspection. The reported failure was suspected to be due to the device being punctured inadvertently while being handled after 13 cycles of use. Customer should be reminded the device should not be in close contact with objects that have sharp or hard edges otherwise this will cause irreparable damage to the silicone material of the cuff.

Event description:
The event is reported as:the customer alleges the device would not hold air.there was no reported patient involvement.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The event is reported as: the customer alleges the device would not hold air. There was no reported patient involvement.